Manufacturer narrative:
Date of event: (B)(6). Date of report: 29aug2019. Philips customer support advised biomed to perform a pvt and address any issues that are found. Biomed noted that rt is using a valve in the patient circuit when using speaking mode. Philips clinical specialist contacted rt staff to educate use of speaking mode function and patient occlusions. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reports speaking mode not working correctly - producing occlusion alarms. No patient/user harm reported. Ventilation therapy was continued with same unit for patient.